Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 400 mg/dl with dangerous ketone levels. A manual injection was administered to address the elevated bg. Recommendation was made to discuss diabetes management with a health care professional.